Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump and sensor. The customer states the customer had bent cannula. The customer's blood glucose level had been over 400mg/dl. The father declined to troubleshoot at this time. The father states they had received calibration issues.